Event description:
It was reported that during implant, the longevity bar of the device appeared green. The programmer need to be turned off. When the device was interrogated again, it was noted that the battery longevity bar was now grey. The device was implanted normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. The analyst noted the battery voltage measured 2.94 volts; with pre-implant gray bar identified.